Event description:
Customer reportedly received the following results on the compact plus system: lo (less than 10 mg/dl 07:30 am), 464 mg/dl (07:36 am), and 94 mg/dl (07:42 am). Low blood glucose results were reported with these results. Customer self-treated with 2 graham crackers after testing lo. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.